Manufacturer narrative:
The reported event of the device deploying in an "umbrella" shape could not be confirmed. The investigation confirmed, the device met visual and functional specifications when analyzed at abbott. The device history record was reviewed, to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported on (B)(6) 2021 a 25 mm amplatzer pfo occluder was chosen for procedure. During the procedure, when the occluder was being deployed, the occluder developed into an "umbrella" shape. The patient remained stable throughout the procedure and remains in stable condition to date. No clinically significant delay was confirmed.